Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultra2 meter was broken. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue occurred a few weeks prior to contacting lfs. The patient stated that his nephew had been playing with the subject meter while riding his bike and brought the meter back in 3 pieces. The patient informed the csr that he manages his diabetes with a set dose of insulin (lantus) and denied making any changes to his usual diabetes management despite not being able to test his blood glucose. Approximately 3 weeks after, the alleged issue occurred, the patient claimed he began to feel dizzy. The patient reported that he went to see his physician. During the office visit, the patient claimed his blood glucose was tested on another device and obtained a reading of "23.2 mmol/l (418 mg/dl)." The patient claimed he was advised by his physician to start taking an additional 10 units of lantus insulin daily (for a total of 18 u). At the time of troubleshooting, the patient informed the csr that he no longer had the subject meter. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k053529.